Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the inner proximal set up (psu) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure using an xi system, a staff member reported that they experienced 3 recoverable faults that turned into non-recoverable faults. Additional details were unclear at the time of the call, but they noted universal surgical manipulator (usm) arm 3 turning red on one of the occurrences. The customer was continuing the procedure without errors at the time of the call.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The proximal setup joint (suj) was analyzed and found in system logs, error 31226 was found indicating aurora link error reported by universal motion controller (umc)2 pointing downstream to set up joint (suj) proximal axes controller setup (acu). It was coupled with low fiber error 1126 and communication maxis error 32097 thus confirming that the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system where it performed as expected but had error 1126 in the logs. The unit was then installed on a patient side cart fixture test platform (pftp) where it failed the fiber power tests thus replicating the reported event. A golden fiber was installed in which it passed all relevant tests. Once testing was completed, the fiber cable was aba tested and verified to be the source of the fault. The complaint regarding repeated nonrecoverable faults was confirmed by failure analysis. The probable root cause is attributed to communication failure pertaining to the proximal inner suj.

Event description:
Refer to h11 for follow-up information.